Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated she has to charge her ins 12hr a day. The patient reported that she charged the ins fully, and in less than a day, she will get a message on her patient programmer (pp) telling her to recharge the ins. The patient stated that in the last 4-5 days, it has gotten worse. The patient has been recently programmed, but their parameters were not increased. It was reviewed with the patient how programming affects recharge interval. The patient stated that she has had reprogramming done where one of the healthcare provider (hcp) at the doctor's office set her on groups e and d. The patient then noted she keeps the stimulation intensity in those groups under 4. The patient charges to 100% full. The patient stated that she will see the charge ins battery screen when she needs to charge the ins. The patient stated that after she is done charging the ins, she plugs the recharger into the wall. The patient was redirected to follow up with their hcp to address the issue. No further complications were reported. No patient symptoms were reported.